Manufacturer narrative:
(B)(4).

Event description:
The pt had not rec'd therapeutic effect from the pump. A pump alarm occurred due to an incorrect refill date that was recorded by the hospital or specialist. A volume discrepancy was also reported; the expected residual volume in the pump was 0ml and the actual residual volume was 36.5ml; 17.5cm of the pt's catheter were removed and the pump was sutured in place to prevent the pump from flipping. There was no injury and the pt recovered without sequela. The medication being delivered via the device system was morphine sulfate.